Manufacturer narrative:
The device was evaluated and the alleged issue could not be duplicated. A loose cam belt and noise in hex block was observed. The o-ring hex block and puck seals were replaced and the device successfully passed operational verification. A definitive root cause for the reported issues could not be established. Quest medical will continue to monitor complaints for trends.

Manufacturer narrative:
The device is expected to be returned for investigation. A follow-up report will be submitted after investigation is completed.

Event description:
Report received states that the device was giving error codes. The 10 most recent error codes were 213, 291, 213, 152, 212, 291, 213, 212, 152, and 213. There were no patient complications resulting from the issues.